Event description:
It was reported that a patient was having issues fainting that the patient's neurologist attributed to the vns autostimulation. The patient did not experience the issues with normal stimulation. The patient was placed on a tilt table to increase the patient's heartrate and when the autostim was triggered, the patient's heart rate reportedly decreased by about 15 points. The patient's autostim output current was lowered as a result. The programming data for the patient's device was reviewed and the logged data showed that the patient had undergone a programming change in the autostimulation settings prior to the fainting episodes beginning. The reviewed data showed indications of proper device functionality. No further relevant information has been provided to date.